Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock due to atrial fibrillation (af) in two separate episodes. Therapy was not exhausted. The ICD was reprogrammed to avoid this from recurring. The device remains in service. No additional adverse patient effects were reported.